Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose level ranging from 171 mg/dl to 520 mg/dl, cause was unknown. Customer "drank water and waited" to address blood glucose level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.